Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient's chronic driveline infection was reported under manufacturer report number 2916596-2020-02838. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection, sepsis, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. This section states that infections may persist and can result in septicemia and death. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Both the IFU and patient handbook include a daily safety checklist, which instructs the patient to "inspect the driveline exit site for signs of infection, including redness, tenderness, swelling, discharge, or a foul odor. Use sterile technique to touch or handle the exit site." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to bacteremia. The patient expired due to complications from septic shock significant to gram-positive (gp) bacteremia, end stage renal disease (esrd), and chronic pancreatitis. The patient had a history of chronic driveline infection and was on suppressive antibiotic coverage with doxycycline as an outpatient since (B)(6) 2017. It was reported the device operated as intended. No autopsy was performed. The device will not be returned for evaluation.